Event description:
It was reported that "the inserters are breaking when the surgeon is inserting the tlif bone. The long arm on the inserter bends during the implant, causing it to break after a couple uses".

Manufacturer narrative:
Additional info has been requested and if made available, it will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.